Event description:
It was reported that cadd legacy pump fails accuracy. During testing, no patient injury reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found that the device missing a sticker seal. There was no evidence of the error or reported problem recorded in event history log. The reported problem was duplicated. Running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. Inaccurate delivery was confirmed to be the cause of the reported problem. For corrective action the expulsor was trimmed down to bring the delivery accuracy closer to a nominal range. The root cause of the reported problem was unknown. Product is beyond 5 year from manufacture date of 2017-07 and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. D4: model number: 6400.